Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid left anterior descending artery for treatment of a de novo lesion, a 2.75x33 rx xience prime stent was deployed. A dissection occurred; therefore, a 2.5x23 xience v stent was deployed to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.